Event description:
Clinical trial. It was reported that during a percutaneous coronary intervention, there was watermelon seeding of the balloon. Access was obtained using a 7f sheath in the right femoral artery. A 7f guide catheter was used to cannulate the left main and a short, 4cm wire was advanced across the lad lesion. The lesion was evaluated with intravascular ultrasound and this 3.0x15mm quantum maverick balloon was used to predilate the lesion. However, upon inflation the balloon watermelon seeded. Further lesion preparation was performed with a cutting balloon, which successfully dilated the lesion. This 3.0x15mm quantum maverick balloon was then again used for predilation with "excellent" expansion. Another manufacturer's drug eluting stent was placed and postdilated with another 3.0x15mm quantum maverick balloon. The outcome of the procedure was an "excellent angiographic result". There were no reported patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.